Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed the evis exera iii colonovideoscope exhibited foreign material in the jet auxiliary tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h10. Corrected fields: g3 *correct date: 26apr2024*. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material may not have been removed because the subject device was not reprocessed properly due to leak at the bending section cover. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in "cf-h185l/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.